Manufacturer narrative:
(B) (4). Event logs were submitted for review, which showed that the user selected guardrails to program an infusion of heparin; the weight-based option was chosen, the programmed parameters were 2500 units in 250 ml, 350 units/kg/h. Pt weight and vtbi were entered, and a guardrails alert indicated that the dose exceeded the guardrails limit of 30 units/kg/h. The user proceeded and started the infusion. The infusion ran at 35 ml/h for approx 5 hours before the pump was turned off.

Event description:
Over infusion of heparin; the intended infusion was 25,000 units in 250 ml to run at 350 units per hour (3.5 ml/h).